Manufacturer narrative:
Additional information provided in h.3, h.6 and h.10 a review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the manufacturing process did not identify any manufacturing activities that may have contributed to this event. There are 100% inspection activities specifically related to the opening of the white silicone valve (contained inside the aiv) prior to use in manufacturing. Additionally, there is downstream testing performed on the assembled f/ax manifold which would have identified any functional defects associated with the aiv during manufacturing. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. After final assembly each cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during gas-liquid exchange operation, there was no gas in the eye during fluid air exchange. Therefore, the infusion was reopened, the incision was closed, and the intraocular pressure was stable. The surgery was completed after replacing the product. There was no harm to the patient.